Event description:
I would have thought that after being in the medical insurance business for over 20 yrs that I would have researched my surgery and what device was being utilized before I underwent the procedure. However, like I am sure millions of women who have gone to their ob-gyn or their urologist for over 5 yrs, one establishes a certain amount of trust. I was one of those women. In 2007, I underwent a bladder lift and had the gynecare prolene mesh from johnson and johnson utilized in the procedure. My physician selected the device, I did not ask unfortunately at that time what device or by whom was being utilized. I like so many others trusted the dr. My life has never been the same. Before the surgery although I was 64 yrs old I had never leaked, I had enjoyed relations with my husband and life was good. Since the surgery, not a day goes by that I do not experience constant pelvic pain, I continually leak, and marital relations are bleak if at all and very uncomfortable when experienced. When I went back to my surgeon after the procedure complaining of leakage and pain, I was basically ignored. I was quickly referred to another dr. Supposedly my problems were not the mesh or the surgery but obviously I now suddenly had serious urological problems. The first urologist raked as much as she could from my insurance company with unnecessary test and when there were no more test that she could advise me were necessary, I was passed me off to a third urologist. The third urologist immediately stated that the mesh was a mess and I needed immediate clean up surgery from the hanging ends that were causing the leakage and the pain. Of course, at this point I was willing to try anything, so I underwent yet another major surgery at more expense, more time away from my job, loss of more time, money, etc. But to no avail. After that he recommended drugs, after trying three major incontinence drugs, I still leaked, I had horrid headaches and the pain and misery was still there. So I decided no more drugs, what is next. He then suggested yet another very painful surgery, in the office. I tried that and to date; I still leak. I still can not have relations and I am miserable. My medical claims before network discounts total of this my personal out of pockets expense, not counting time, work loss, gas to and from drs. My insurance co has coughed up. - and thank goodness I have insurance. I have lost a lot of time, money and have had major stress over this little piece of prolene mesh used in a gynecare tvt bladder suspension surgery. After I returned home from the second surgery to repair " hanging mesh" / where I again underwent anesthesia and more humiliation, I found out that this mesh has had major problems and should probably be pulled off the market. But what do you do when it is inside of you, growing in you, leaving you miserable/pull out your insides. I honestly do not know what you can do for me, but maybe you can stop other women from living a life of misery.